Event description:
The customer observed two discordant falsely elevated high-sensitivity troponin I (tnih) results on the atellica im 1300 analyzer with serial number (B)(6) . The falsely elevated results were reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica analyzer. The customer noted that quality controls (qc) were acceptable on the alternate analyzer and that repeat results were lower and considered correct. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih results. Additional information ((B)(6) 2021): siemens received the additional discordant tests and results that were generated on (B)(6) 2021. The additional information is documented in section b6.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00066 on (B)(6) 2021. Additional information ((B)(6) 2021): the customer informed siemens that around 180 patients results had to be rectified. The customer informed that a medical procedure or treatment, that may later be determined to have been unnecessary, was performed due the initial falsely elevated high-sensitivity troponin I (tnih) results reported with the patient sample ids (B)(6) and (B)(6). The customer reported that the patient was treated for having a hart attack and was in intensive care unit (ICU) for one night. Additional information ((B)(6) 2021): siemens received the additional discordant tests/results obtained on the atellica im 1300 with serial number (B)(6) , and the correct results obtained on an alternate atellica analyzer. The sections b5 and b6 are updated with the additional tests and results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported observing air in the wash manifold fluidic lines. Siemens dispatched a customer service engineer (cse) to the customer site. The cse found two loose tubing connections from wash pumps and reseated the tubing connections at the pump. The cse verified the performance of the analyzer by priming the system and removing air bubbles. An autocheck and quality control (qc) test were performed and completed successfully. No issues were observed during testing. Siemens reviewed the information provided, and the cause of falsely elevated high-sensitivity troponin I (tnih) results is due to the loose tubing connections. The analyzer is operational post-service visit, and no further evaluation of the device was required.

Event description:
The customer observed two discordant falsely elevated high-sensitivity troponin I (tnih) results on the atellica im 1300 analyzer with serial number (B)(4). The falsely elevated results were reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica analyzer. The customer noted that quality controls (qc) were acceptable on the alternate analyzer and that repeat results were lower and considered correct. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.